Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Receiver was charged and perpetually boot up. Functional testing was performed and the test failed because the receiver would not boot up; therefore the data log could not be downloaded. The receiver case was opened to download data log directly from the ui pcba board. A visual interior inspection was performed and the inspection passed. The reported event of initializing screen without manual restart was not confirmed during log review. A root cause could not be determined.